Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the mid common bile duct of a patient, on (B)(6) 2010, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant the patient had a liver transplant on (B)(6) 2010. On (B)(6) 2010 a pre-study stent placement cholangiogram revealed a mid biliary stricture. On (B)(6) 2010, liver function tests were performed and record, no biliary obstructive symptoms were assessed. A sphincterotomy was not performed prior to this procedure and the stricture had been previously dilated with one plastic stent. A sphincterotomy was performed during the study stent placement procedure. On (B)(6) 2010, the 10 mm x 80 mm stent was deployed in satisfactory position across the stricture. During the stent placement procedure, the patient experienced mild upper right quadrant pain. The patient was treated medically as an inpatient, and discharged on (B)(6) 2010. The event is considered resolved without residual effects. The relationship between the event and the study stent placement was reported to be "possible", per the investigator.

Manufacturer narrative:
Study: (B)(4) wallflex biliary fc benign stricture study clinical trial. (B)(4)- no code available (medical intervention required). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.